Event description:
It was reported that during a pre discharge evaluation, possible atrial lead oversensing was noted during episodes. The lead remains in use. In addition, it was reported that there were indecipherable dual electrograms found on the remote pacemaker transmission. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, implantable pacing lead, (B)(6) 2014. (B)(4).